Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The technical support team assisted the customer in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if any issues arose again.